Manufacturer narrative:
(B)(4). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4)). As of 2011, that number was deactivated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by (B)(4) and any medwatch reports were submitted under registration # (B)(4). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration # (B)(4). An investigation was carried out into this complaint. When reviewing similar reportable events for pool lift we have found low number of other similar cases pool lift's wire broke during use. We have been able to establish that there is low and stable occurrence rate for these kinds of events. The device was inspected by an arjohuntleigh representative at the customer site and found to be out of its specification - broken wire. The received information showed that device was being used by unauthorized users and in that way contributed to the event. Instruction for use - IFU, (operating and product care instructions dx10380.gb issue 2 from june 2007) is provided with each device. It includes information about safe and correct use of the product. It informs in foreword: "all references to 'the resident (patient)' in these instructions refer to the person being lifted, and references to 'the caregiver' refer to the person who operates the pool lift." IFU provides also safety instructions: "the pool lift is a stationary lift that has to be mounted in- or onto the pool side floor before resident transfer. It has been designed to transfer residents from the pool side into the pool and the other way around, using a chair or stretcher that has been specially designed for the pool lift" "pool lift shall always be handled by a trained caregiver, continuously attending to the resident, and in accordance with the instructions outlined in these operating and product care instructions" "do not overload the pool lift beyond the approved lifting capacity" the received information showed that the device was broken whilst being "played with" by a group of school students who were not authorized to use it. As per the service technician: "it is comparable to someone walking up to the unit with a hammer and banging it until it breaks, therefore no reportable I would have thought". From above findings we conclude that this incident was caused by user error - unauthorized off-label use. The received information and our evaluation as described above are showing that if pool lift's safety instructions were followed in accordance to IFU, there would be no user at risk.

Event description:
It was initially reported by the company representative that pool lift's wire broke during use: "the pool hoist was left on their pool deck, a group of male students were on an excursion to the pool, where they began to play with the pool hoist. A couple of the boys were standing on the mast and bouncing on it until the wire rope snapped at the bottom islet, the mast was about 100mm off the deck no one was injured just red faced boys. The pool hoist was not being used for what it was manufactured for".